Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the outer catheter shaft separated. The devcie was removed from the pt without incident. No pt injury or complications occurred.